Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed system error 322 and system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported events. The cause of the system error 322 was identified to be a failed lower link switch. The lower auxiliary assembly requires replacement to address this issue. The cause of the system error 345 was identified to be a failed downstream thermistor. The downstream sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)) and system error 345 (thermistor disparity). No additional information is available.